Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection. Reportedly, the patient's system was removed due to the leads were penetrating the heart. A revision was performed and the pacemaker along with the ra lead and right ventricular (rv) lead were explanted. No adverse patient effects were reported. The ra lead will not be returned.